Event description:
During an ablation procedure, it was reported that the first ablation treatment performed as expected. The user pulled the probe back my several milimeters. When the system was ready to ablate again, the physician stepped on the pedal and no heat was visible where it was anticipated. The physician stepped off the pedal, and after troubleshooting, it was found that the connection point of the probe laser fiber to the portable connector module (pcm) had thermally fused. The damaged probe laser fiber and the pcm was replaced and the ablation resumed with no further issues. There are no patient complications reported in relation to this event.

Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: -"laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser. Section 4.6, laser safety warnings: -"ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." Section 4.7, inspection, cleaning, disinfection, sterilization: -"prior to use: carefully inspect all system laser cable/umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion." No harm was observed in this event.